Event description:
During an ercp procedure the physician used a tracer metro direct wire guide to guide a balloon into the pt's bile duct. Upon removal of the wire guide from the bile duct, it was noticed that the coating on the distal tip of the wire guide had separated but not detached. Post procedure, the pt's condition was reported as good.